Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2012m product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 19-nov-2014, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 15-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient who was receiving bupivacaine 25 mg/ml; 15.02 mg/day and sufentanil 325 mcg/ml; 195.27 mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported that ¿bovi¿ was used near the catheter and it was nicked and singed. The catheter was revised, and the rep has the "burnt" section. No symptoms were reported. No further complications were reported.